Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A gladiator balloon catheter was advanced for dilation. However, during the inflation, the balloon ruptured. No patient complications were reported.